Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the valve in front of the suction became blocked when there are secretions in the bent compartment. This caused the sheath surrounding the suction problem to slip poorly, making aeration difficult and preventing the withdrawal of the suction probe, which blocked the valve. This created a leak in the respirator with less efficient mechanical ventilation. No further information has been provided at this time.

Manufacturer narrative:
Typo identified, initially was written as "the sheath surrounding the suction problem to slip poorly" corrected to "the sheath surrounding the suction probe to slip poorly" all information reasonably known as of 11 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Correction: this caused the sheath surrounding the suction probe to slip poorly, making aeration difficult and preventing the withdrawal of the suction probe, which blocked the valve.